Event description:
Revision surgery - the pt fell causing a fracture.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured bone. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgery for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 24th complaint for this part number: 11 dislocation, six pain, one broken implant, one instability, one infection, one trauma, one packaging issue, and one wear. This is the first complaint for this lot number. The root cause was most likely due to the pt falling. There was no indications of a product or process issue affecting implant safety or effectiveness.